Event description:
It was reported that during the attempted implant of this subcutaneous system following automatic setup, high impedance measurements were exhibited. The physician had performed the implant using the two incision technique and the formation of an intermuscular pocket with x-ray imaging confirming appropriate system placement however, impedances were not within an acceptable range. Both products were removed and replaced, at which time the manual shock impedance testing showed normal values at 67 ohms during the first induction test. The initial device and electrode were returned for laboratory analysis. No reported adverse patient effects were observed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this subcutaneous system following automatic setup, high impedance measurements were exhibited. The physician had performed the implant using the two incision technique and the formation of an intermuscular pocket with x-ray imaging confirming appropriate system placement however, impedances were not within an acceptable range. Both products were removed and replaced, at which time the manual shock impedance testing showed normal values at 67 ohms during the first induction test. The initial device and electrode are expected to be returned for laboratory analysis. No reported adverse patient effects were reported.